Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the latch lock sensors failed. The latch lock sensors and ground strips were replaced to fix the issue.

Event description:
It was reported that the device had a cassette latch error. There was no patient involvement.